Manufacturer narrative:
The device analysis report is attached. This report is submitted on november 20, 2020.

Manufacturer narrative:
This report is submitted on october 12, 2020.

Event description:
It is unknown what symptom the patient presented with. CT scan showed a tip fold-over of the electrode. The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.